Event description:
Additional information was received that another low out-of-range shock impedance measurement occurred. Both measurements occurred between 11pm and 2am on the first tuesday of the month. No known source of potential electromagnetic interference (emi) was able to be identified. Boston scientific technical services (ts) recommended doing commanded shock testing and testing for a shorted lead condition. The physician elected to continue monitoring at this time, no further testing was done. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a drop in shock impedance resulting in an out-of-range measurement of less than 20 ohms. Subsequently, the impedance was stable and within the normal range around 50 ohms. Boston scientific technical services (ts) recommended bringing the patient in for further evaluation with isometrics, pocket manipulation, and serial impedance measurements to assess the integrity of the lead. The physician plans to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.